Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-549a-2014: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Aiming beam began to shoot through end of the fiber. Joules used: 77,248. Time expended: 11:55 minutes. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4) (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure ¿fiber forward firing¿ was observed. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome ¿ok¿ reported.